Event description:
Related manufacturer report number: 3006705815-2022-13912. It was reported that patient is experiencing discomfort at the ipg site and ineffective pain relief. Surgical intervention is pending to address this issue.

Manufacturer narrative:
Event date is estimated.

Manufacturer narrative:
Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.

Event description:
Additional information received reports that patient's system was explanted on (B)(6) 2022.